Event description:
Boston scientific received information that one week after this patient's generator change-out, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited >2000 ohms pacing lead impedances. A lead revision was scheduled. On the day of the procedure, prior to the intervention, an evaluation was done and the capture threshold was elevated, sensing was normal, and impedances remained >2000 ohms. The patient's underlying rhythm was normal sinus rhythm. There was one nonsustained ventricular tachycardia detection that was normal (not noise), and no therapies had been delivered. Upon opening the pocket, the physician realized that he never tightened the setscrew at implant. The setscrew was then secured and the impedance and thresholds normalized. No additional adverse patient effects noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.